Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage, followed by an unexpected constant audio tone due to moisture damage at electronic assembly. The unit was also received with moisture damage on the motor, battery tube, vibrator assemblies as well as the keypad. The testers were unable to verify the button error alarm due to the blank display. The following physical damage was found: minor scratches on the lcd window, scratched reservoir tube window, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that her insulin pump alarmed with a button error. She was unable to clear it. The customer stated that she walked out on the beach and was setting up her stuff when the pump alarmed. The patient's blood glucose at the time of incident is unknown. During troubleshooting she could not recall any significant event the lead to the alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.